Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) presented leak in the administration port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between june 03, 2018 - june 04, 2018. The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap from the spike port. The reported problem was verified. The cause of the condition was not determined. This issue being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.